Event description:
A trapezoid rx lithotripter compatible basket was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient (age and weight unk) in 2008. According to the complainant, while extracting stones from the biliary duct, "the tip of the trapezoid rx lithotripter compatible basket broke inside the patient leaving a metallic tip in the biliary duct ....the physician used an extractor balloon (device and manufacturer unk) to retrieve the tip." The physician performed a second procedure to remove the stone. At the conclusion of the procedure, the patient's condition was reported as "stable."

Manufacturer narrative:
The lot number was unk by the complainant; therefore, the MFR date is unk. The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis cannot be performed; therefore, the cause of the device malfunction is undetermined. The january 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.